Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hair was found inside the sterile packaging of the lead prior to implant. No potentially contaminated material came in contact with the patient or the patient¿s sterile field. An alternate lead was placed in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead, the packaging was not returned. If information is provided in the future, a supplemental report will be issued.